Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-may-2026, a facility representative reported via (B)(4) that an ar-s6524-041-220 4.1 x 220mm dilator was no longer sliding down into place, as the tip was bent inward slightly during the endoscopic discectomy procedure. The case was completed successfully with no patient affected.